Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to improper cabling of the sdi cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer indicated that they were using the sdi cable from output 1 connected to an integration box and then the monitor. Tac advised the customer to connect the video system center directly to the monitor. The direct connection resolved the issue. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii video system center had no video when connected to an nds monitor. The issue was found during reprocessing. There was no reported patient harm or impact due to this event.